Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not calculate bolus correctly when in auto mode and did not gave alarm when they had low blood glucose. Customer was experiencing low blood glucose at night. Customer stated that they updated sensitivity factor and insulin pump still calculated based on old numbers. No further details given. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.